Event description:
Additional information received from the healthcare professional attributed the event to the patient having had electroshock therapy. No surgical interventions or reprogramming were performed. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had electroconvulsive therapy the morning of the report and the device was turned off during the procedure. When the patient turned the device back on, she felt a 'quick jabbing pain' in the upper back thigh of her right leg. It was noted that the patient normally felt stimulation in the pubic area. The reporter stated that the patient's bowel symptoms had returned, but she had also had therapy off. It was reported that the patient was on program 1 at 3.5 volts and she 'still felt pain' at 3.0 volts. Stimulation was turned down to 2.0 volts and the patient felt the stimulation as 'quick and throbbing' but there was no pain. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v865460, implanted: (B)(6) 2012, product type lead; (B)(4).